Manufacturer narrative:
Analysis confirmed the reported issue; the stylus connector on the micro processor unit (mpu) was loose. It was also found that the mpu had contamination. The radiofrequency head connector on the link electronic module (lem) had cracked solder joints, and the lower case had a broken handle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen did not connect inside the programmer well, and needed to be pushed in and held in place in order to perform any functions on the programmer screen. Two other stylus pens had been attempted with the same result. The programmer has been returned for service. There was no patient involvement.